Event description:
Caller reported that the internal battery charge increased by 15% in a short period of time. There was no adverse impact to the customer¿s blood glucose level. Caller was able to upload pump data, and customer support was contacted to investigate and follow up on the issue.